Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing in secondary vector that resulted in delivery of an inappropriate shock while the patient was in the hospital for unrelated reasons. It was noted that the smartpass feature was programmed on at the time. The system was re-optimized and the vector was changed to primary. No adverse patient effects were reported. This product remains implanted and in service.